Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the patient experienced an abscess. The infection was treated with topical antibiotics. The device has been explanted. It is unknown if there are plans to re-implant the patient with another device.